Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump was received with a no (act and esc) button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response.

Event description:
Customer reported via phone call that the customer lost her transmitter. Customer experienced a low blood glucose and the blood glucose value was 60 mg/dl. Customer sated that it came off. The device will return for the analysis.